Manufacturer narrative:
This MDR is related to ge healthcare complaint. The ge svc rep inspected the 9800 system and confirmed problem concerning the intermittent collimator pot iris errors. He found the hv cable assembly causing the failure. The rep replaced the hv cable assembly. Concerning the low dose issue, the rep found no problems. He checked the entrance dose and half. The readings are well within spec. He also checked tracking, which all readings were normal. The system operates as intended.

Event description:
The customer reported that the system is intermittently displaying collimator pot iris errors and a low dose issue.